Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(Con):information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported having some issues with the device as the device would shock them every now and then. The patient stated that it happens when they have to pee really bad, and it is sporadic. They also reported that it had been almost 2 weeks since they had a bowel movement. The patient has been taking stool softeners and to help them go to the bathroom. The patient had to drink magnesium citrate to have a bowel movement and it took 12 hours and they haven't had any solid stool at all since then. They also reported frequency issues, which has gotten pretty bad. The patient had changed programs when they started having frequency issues, and that is when the shocking, and the lack of bowel movements started. There was no trauma or falls reported that could be related to this issue. Patient was advised to follow up with their health care professional. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional stated that the device settings were changed on (B)(6) 2019. No further complications were noted or anticipated